Event description:
Procedure: lobectomy. According to the reporter: ta was fired but the staplers didn't make the shape. At that time the handle was pulled back after firing, so the surgeon thought it fired well. The staple line was sutured. There was unanticipated tissue loss as a result of this problem. No reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).